Event description:
The customer reported that on (B)(6) 2024 at 1335, an m300 had discharged a patient, resulting in a break in the logs. The patient name had been lost on the central station. Another incident of this malfunction was reported to occur the same day at 1945 on bed 1 for an m540.  No adverse patient impact was reported.

Manufacturer narrative:
When a patient is discharged, a new full disclosure record is created by the ics (infinity central station), the discharged patient's full disclosure record is archived. As the patient data is erased, the patient's name on the ics appears blank in the associated bed viewport until the new patient name/information is entered (via the ics admit screen). Note that the associated bed viewport label (bed identifier) remains the same. Until the new patient information is entered, the monitor will continue to monitor the patient and provide alarms for the default alarm limit settings. In this case, the customer wanted to confirm is this was a use issue or a device issue. For the m540 monitor, no investigation was possible as the logs were not provided, and as the m540 is an independent bedside monitor, the ics logs do not provide the information needed to investigate the initiation of the m540 discharge. The device remains in use. For the m300+, the logs provided did not cover the time of the event, the entries were cleared to the factory default date. It was reported that the device was removed from use and left without a battery. As indicated in the m300/m300+ instructions for use, after 2 minutes of no power, factory default settings are restored. However, as the m300+ is a telemetry monitor used in conjunction with the ics, review of the ics logs showed the cited m300+ device was reinitialized, and "yes" was selected at the "new patient?" Prompt. Without the m300+ logs we cannot determine the cause of the device reinitialization (user initiated or the device resetting on its own). However, whenever the m300+ is powered on, the user must select "yes" or "no" at the "new patient?" Prompt. "No" must be selected to prevent the current patient from being discharged. There is no indication a device malfunction occurred and there was no adverse patient impact, therefore, this is now considered to be a non-reportable event.

Event description:
The customer reported that on (B)(6) 2024 at 1335, an m300 had discharged a patient, resulting in a break in the logs. The patient's name had been lost on the central station. Another incident of this malfunction was reported to occur the same day at 1945 on bed 1 for an m540.  No adverse patient impact was reported.